Event description:
On 12/23/2024, a sales representative via (B)(4) reported that an abs-10063 cprp processing set, arthrex angel system, malfunctioned and did not output the prp correctly with this kit. They opened another kit to finish the prp. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to not striking the syringe prior to installation.